Manufacturer narrative:
The tech found the alarm was not plugged in. He reconnected the alarm to repair the bed.

Event description:
The account alleged the pt positioning monitor has no audible alarm but the light is flashing.